Event description:
It was reported that rotawire got separated and snare was performed. The target lesion area was located in a severely tortuous and severely calcified left anterior descending artery. A 325cm rotawire was selected for use together with a rotablator. During the procedure, it was noted that the wire was cut when using a bigger burr with sizes 1.5mm and 2.0mm. The burr was removed by dyna glide while the wire was removed by the use of a snare. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that rotawire got separated and snare was performed. The target lesion area was located in a severely tortuous and severely calcified left anterior descending artery. A 325cm rotawire was selected for use together with a rotablator. During the procedure, it was noted that the wire was cut when using a bigger burr with sizes 1.5mm and 2.0mm. The burr was removed by dyna glide while the wire was removed by the use of a snare. The procedure was completed with a different device. No patient complications were reported. It was further reported that device was completely removed by a snare and the patient's condition was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A segment of the unit was returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Visual inspection performed: the guidewire returned cut in two parts; it seemed to be that is not complete. The distal tip of the guidewire was found stretched and bent. The returned section that belongs to the guidewire body measured approximately 8.5 cm and it show some kinks/bent sections; the second segment that was returned belongs to the distal section of the guidewire and it was not measured due to its condition, it was stretched, besides, it was bent. The another section of the guidewire body was not returned. No more damages were found. It was inspected according to procedure: endo cv guidewire product analysis guide. Media inspection performed: the customer attached some pictures to the complaint; they showed the different damages reported by the customer as the guidewire separation/fracture, the distal tip stretched and bent. Dimensional inspection on outer diameter (od) distal tip, middle of the device and proximal section were within specification execept for the overall length which could not be performed due to device condition (guidewire fractured).

Event description:
It was reported that rotawire got separated and snare was performed. The target lesion area was located in a severely tortuous and severely calcified left anterior descending artery. A 325cm rotawire was selected for use together with a rotablator. During the procedure, it was noted that the wire was cut when using a bigger burr with sizes 1.5mm and 2.0mm. The burr was removed by dyna glide while the wire was removed by the use of a snare. The procedure was completed with a different device. No patient complications were reported. It was further reported that device was completely removed by a snare and the patient's condition was good post procedure.